Event description:
When the surgeon was using the airseal product, several attempts were made to maintain insufflation but was unsuccessful. The surgeon aborted the product and used the insufflation product from the robot pack. This was a new device being used by this surgeon. The surgeon was trained on how to use this product.